Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the distal right coronary artery. Following pre-dilatation with a 2.0 x 9mm balloon catheter, a 20 x 2.25mm promus premier¿ drug-eluting stent was advanced but failed cross the lesion. When the device was removed, it was noted that the stent struts were flared up. Pre-dilatation was performed again. With the support of a buddy wire, a different device was advanced and completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Promus premier ous mr 20 x 2.25mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and microscopic examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was further reported that vascular access was obtained via the radial artery. The target lesion was eccentric and with a bend of >45 and <90 degrees.

Event description:
It was further reported that vascular access was obtained via the radial artery. The target lesion was eccentric and with a bend of >45 and <90 degrees.

Manufacturer narrative:
Describe event or problem updated. (B)(4).